Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID (B)(6) lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2018 product type extension product ID (B)(6) lot# v398876 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2018 product type lead product ID (B)(4) lot# v397819 serial# implanted: explanted: product type lead : due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicating the cause of the high impedances was not known, but the latest impedance check performed by the physician was within normal limits according to the doctor, and they were happy with the results. The explanted leads/extensions were kept by the hospital and would not be returned for analysis.

Manufacturer narrative:
Other applicable components are: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension, product ID: 3387s-40, lot# v398876, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead; product ID: 3387s-40, lot# v397819, product type: lead. Other relevant device(s) are: product ID: 37085-40, serial/lot #: (B)(4), (B)(6), (B)(4) ; product ID: 3387s-40, serial/lot #: v398876, (B)(6), (B)(4); product ID: 3387s-40, serial/lot #: v397819, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that impedance on electrode 3 was 15,000 and varying. It was reviewed for the caller to re-run group impedances and palpation along the system was discussed. The rep was asked to switch extensions in the ins. The rep indicated a lead and extension replacement was on the day of the day of the report, the lead was replaced due to optimizing location. They tested the extension in the ins prior to tunneling and the rep indicated good impedances, and after tunneling was when electrode 3 exhibited high impedances and varied up to 20,000ohms. It was discussed that the lead or extension was the issue due to switching ports , the issue followed to electrode 11. Physician closed the incision and the issue was unknown at the time of the report. The rep indicated that electrode 3 was used in the patient's prior programming before lead replacement. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.